Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The valve was returned crimped on the delivery system crimped balloon and partially inserted through sheath. The returned device was visually inspected for any abnormalities and the following was observed: three struts at the inflow side punctured through sheath hdpe material and liner. Three struts bent outward at the inflow side after delivery system retrieval through sheath. Multiple struts were distorted at the outflow. Post expansion, the frame was distorted/ canted. All struts exposed through skirt, normal after crimping and use. The leaflets were wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based returned device. No potential manufacturing non conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, there was significant resistance between the delivery system and the 14fr sheath. This was, however, a percutaneous axillary case and the sheath was only able to advance in the vessel around halfway. There was damage to the sheath, the valve perforated the seam about 10cm from the sheaths valve. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance, the valve struts caught and punctured through the sheath and resulted in the bent strut observed. Additionally, the bent struts at the outflow potentially occurred during the delivery system (with crimped valve) retrieval. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system, and do not over manipulate the sheath at any time. Per IFU and training, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from an edwards field clinical specialist that an edwards sapient 3 ultra was wasted because it was stuck in 14fr esheath and had to be removed. New delivery system, valve and 16fr esheath prepped and successfully implanted. There were no injuries to the patient. As reported, there was significant resistance between the delivery system and the 14fr sheath. This was, however, a percutaneous axillary case and the sheath was only able to advance in the vessel around halfway. There was damage to the sheath, the valve perforated the seam about 10cm from the sheaths valve. It is unknown if there was frame damage of the valve because the valve was stuck in the sheath. The devices will be returned for evaluation. Per pre-deco observation, the valve strut penetrated through the sheath.